Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with the following pre-op diagnosis: cervical spinal stenosis, c5-c6, c6-c7. Cervical spondylosis, c5-c6, c6-c7. The patient underwent following procedures: anterior hemi corpectomy c5-6, c6-7. Anterior interbody fusion, c5-6, c6-7. Anterior biomechanical cage application, c5-6, c6-7. Anterior spinal instrumentation, c5 to c7. Use of high powered microscopy. Local autogenous bone grafts/ bone morphogenic protein. Somatosensory evoked potentials upper extremities. Somatosensory evoked potentials lower extremities. As per operative notes ¿the appropriate biomechanical cage size was measured using an allograft fibula. This was carefully cut and shaped. Then this was packed with bone morphogenic protein and reconstituted in a collagen sponge. The cage and bone morphogenic protein were inserted into the intervertebral segment and corpectomy defect spanning the c5-6 and c6-7 levels.¿ no intra operative complications were reported.